Manufacturer narrative:
This event occurred in (B)(6). There were no alarms on the last total psa calibrations occurring on 22-jul-2019. One calibrator level's signals were slightly higher than expected on one channel of the analyzer. Calibration signals were as expected on the second channel of the analyzer. There were no alarms on the last tsh calibrations occurring on 11-jul-2019 and 19-jul-2019. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter stated that they received discrepant results for one patient sample tested with the elecsys total psa immunoassay and a second patient sample tested with the elecsys tsh assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a total psa value of 8.43 ng/ml. The sample was repeated twice, resulting with values of 0.352 ng/ml and 8.83 ng/ml. The 8.83 ng/ml value was reported outside of the laboratory. The second sample, from a (B)(6) year old female patient, initially resulted with a tsh value of 7.77 uiu/ml. The sample was repeated twice, resulting with values of 0.328 uiu/ml and 7.73 uiu/ml. The 7.73 uiu/ml value was reported outside of the laboratory. The total psa reagent lot number was 36649600, with an expiration date of 29-feb-2020. The tsh reagent lot number was 36541700, with an expiration date of 29-feb-2020.